Event description:
Event description guidant received information that the field representative called technical services to report that she was having trouble interrogating several pacemakers from a bulk at one hospital. On another similar occassion the fcr thought it was the programmer, as it would take 3-4 attempts before interrogation was successful. A new programmer(3120) was used and was again unable to interrogate a device, despite several troubleshooting attempts, such as: tried new wands, new programmers (3120 programmer for all attempts)used quick start, unpluggged and replugged the wand and power cord, wand has placed all over the device box, device is not cold, on the shelf there at the hospital. Also could not interrogate the 4 other devices on the shelf. On several implanted devices it took a long time for the programmer to recognize them.